Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9 - date returned to mfg, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image failure and dirty objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the blurry image and image failure was caused due to dirty objective lens. However, the most probable cause for dirty objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that image of the gastrointestinal videoscope was very blurry and nothing could be seen on the screen. The issue was found during inspection for use. There were no reports of patient involvement.